Event description:
It was reported that stent foreshortening occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified iliac. After crossing the lesion with a 0.035 guidewire, pre-dilatation was performed. Subsequently, a 10x40x75 epic stent self expanding was used for treatment. However, shortening occurred unexpectedly, and lesion could not be covered. Another of the same device was used to complete the procedure. There were no patient injury reported. It was further reported that the size of the stent was confirmed prior to the procedure and foreshortening determined when the cell spacing of the stent became narrower during the time of stent deployment. The stent was completely deployed and the physician used an eluvia stent to cover the remaining lesion.

Event description:
It was reported that stent foreshortening occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified iliac. After crossing the lesion with a 0.035 guidewire, pre-dilatation was performed. Subsequently, a 10x40x75 epic stent self expanding was used for treatment. However, shortening occurred unexpectedly, and lesion could not be covered. Another of the same device was used to complete the procedure. There were no patient injury reported.